Event description:
The parents of the recipient reported a head trauma around (B)(6) 2018. No change in hearing was noticed as the recipient is bilaterally implanted. There have been no changes in health or medication. Per further information received, hearing performance with the device has decreased and there has been no improvement of in situ testing. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, the active electrode also showed damage to the electrode wires caused by minute device mobility; the reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damaged found during device investigation are most likely related to the explantation surgery. In addition one channel showed high impedance prior to the reported impact due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the recipient reported a head trauma. It is unknown if hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally a trauma was reported, but in situ measurements already showed an affected channel prior to this event. Therefore, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The parents of the recipient reported a head trauma around week (B)(6) 2018. It is unknown if hearing performance with the device is affected. No change in hearing was noticed as the recipient is bilaterally implanted. There have been no changes in health or medication. The clinic will keep the recipient under monitoring and follow up after two weeks. The recipient will be re-implanted, but no date has been set.